Event description:
The date of event is unknown. An escape nitinol stone retrieval basket was received by boston scientific corporation on august 12, 2010. According to the complainant, "the tip of the device got stuck soon" while performing a "stone removal" procedure. Additional event details are reported to be unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The condition of the returned product indicated the device was used in the procedure. Therefore, it functioned when removed from the packaging. There were many bends along the working length, and the outer sheath was torn at the distal end of the black heat shrink. Additionally, a basket wire was broken, but not detached from the device. The broken wire showed signs of burns, most likely from a lithotripsy laser. The handle cannula had been installed, but most likely pulled out during the procedure. The dfu states: "if resistance is encountered during advancement or withdrawal of the basket, do not exert excessive force. Kinks in the sheath will hinder the mechanical operation of the basket." Based on the condition of the returned device, the most probable root cause for this complaint is operational context. It is also noted that the sheath tearing from the handle hub, and/or a broken, but not detached basket wire are not medwatch reportable events.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
Note: the date of event is unknown. An escape nitinol stone retrieval basket was received by boston scientific corporation on (B)(6), 2010. According to the complainant, "the tip of the device got stuck soon" while performing a "stone removal" procedure. Additional event details are reported to be unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."